Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient went to the emergency room (ER) on (B)(6) 2019 due to severe pain at the paddle site. The patient was instructed to turn the device off, which they did. The rep reported that test results showed an infection at the paddle site. The rep reported that it was unknown why the paddle became infected. The rep reported that the patient was scheduled for a complete system explant on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient went to the emergency room (ER) on (B)(6) 2019 due to severe pain at the paddle site. The patient was instructed to turn the device off, which they did. The rep reported that test results showed an infection at the paddle site. The rep reported that it was unknown why the paddle became infected. The rep reported that the patient was scheduled for a complete system explant on 2019-06-19. No further complications were reported.